Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that a nurse was able to change the chemo dose after it had been approved in mosaiq. Based on the available information there was no actual mistreatment.

Manufacturer narrative:
Corrected data: amended contact details. Event problem and evaluation codes updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect will be monitored and re-evaluated based on the post market data.